Event description:
All device were removed due to armd. Please investigate trunnion. After screw was removed, trident shell could be removed manually. Please investigate if in-growth and on-growth was advanced and if there was any device issue. Surgeon would like to know if this device was subject to recall.

Manufacturer narrative:
Reported event: an event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has scratches on the outer surface consistent with attempted explantation. There also appears to be a small amount of black material in the inner diameter of the head. Material analysis: material analysis was performed on the returned device. The report concluded the following: visual, sem and eds analysis of the three returned implant devices determined that the components were made with alloys consistent with their respective drawings. Analysis found adhered biological material consistent with having been implanted and removed. No excessive wear from the taper lock loosening was seen. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy, the shell with astm f136 alloy and the adhered material was consistent with biological bone material. No material non-conformances, nor manufacturing defects were found. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to armd. The devices were returned for evaluation. Material analysis was performed on the returned device. The report concluded the following: visual, sem and eds analysis of the three returned implant devices determined that the components were made with alloys consistent with their respective drawings. Analysis found adhered biological material consistent with having been implanted and removed. No excessive wear from the taper lock loosening was seen. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy, the shell with astm f136 alloy and the adhered material was consistent with biological bone material. No material non-conformances, nor manufacturing defects were found. The event is not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
All device were removed due to armd. Please investigate trunnion. After screw was removed, trident shell could be removed manually. Please investigate if in-growth and on-growth was advanced and if there was any device issue. Surgeon would like to know if this device was subject to recall.